Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 8/2.5 mm balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms). The lesion being treated was a calcified. 90% stenotic lesion in the left anterior descending (lad) coronary artery. The quantum maverick monorail balloon was being used to post-dilate the overlapping region between two cypher stents. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.